Event description:
The consumer called to say that the low air loss mattress is bottoming out. Neither the consumer nor the dealer had a model number or serial number on the bed or the mattress. The consumer states she thinks the mattress is about 1 year old. No further information was provided by the dealer or the consumer.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.